Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with glucose readings at or above 300 mg/dl for several hours while using the ilet system. The user observed that insulin delivery appeared to pause as glucose neared 300 mg/dl, after which glucose levels rose again. The glucose target had been set to a higher setting per clinician direction. A temporary adjustment to the user¿s usual target resulted in a decrease in glucose to approximately 216 mg/dl. Guidance was subsequently provided regarding target management, and user education was completed. Reported symptoms included hyperglycemia and concern for diabetic ketoacidosis without progression to ketoacidosis. Outcomes included no alarms and no hospitalization. The investigation included technical review and user troubleshooting, with education provided regarding target settings and system adaptation. Investigation of this case revealed no confirmed device malfunction and no component failure, and the event was considered consistent with therapy management and target-setting behavior. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.